Event description:
It was reported that bd insyte autog bc noted foreign matter. The following information was provided by the initial reporter: two devices with black specks at the bevel.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on april 2024. Medwatch report is (B)(4). An additional lot number was provided in this complaint for material number 382533. Lot # 3284645 mnf date 2023-10-12 exp date (B)(6) 2026.

Manufacturer narrative:
Correction: related medwatch report nuber tab now populated. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3284645. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.